Event description:
It was reported that the patient was implanted by a sternotomy on (B)(6) 2022. The patient was transferred from the operating room (or) to the intensive care unit (ICU) with high flows near 4 lpm. Overnight on (B)(6) 2022, the patient's flow gradually dropped, and patient began to experience low flows intermittently. Patient was brought back to the or and chest was opened and bleeding was discovered. Hemostasis was achieved, the patient's chest was closed, and the patient was brought back to the ICU. As of (B)(6) 2022, patient was stable with stable flows.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the report of low flows could not be confirmed as no log files were provided by the account. According to the account, once the internal bleeding resolved, the patient¿s flows were stable. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported bleeding could not conclusively be established through this evaluation.multiple requests for additional information regarding this event were sent to the account, including the patient's log files; however, no further information was provided.the patient remains ongoing on heartmate 3 lvas, serial number: (B)(6). No further related events have been reported at this time.the heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1 of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also provides an explanation of all pump parameters, including flow. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 06oct2022 via ifs order number: (B)(4). No further information was provided. The manufacturer is closing the file on this event.